Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 30 mg/dl. It was reported the patient self-treated with food and drink. The reported stated the continuous glucose monitor (cgm) was inaccurate when compared to a finger-stick value from a blood glucose monitor. It was reported that the patient had taken acetaminophen, which is the owner¿s guide warns that it can affect cgm readings. It was reported that the patient had programmed a bolus based on the inaccurate cgm reading. The owner¿s guide instructs that patients not to make treatment decisions solely on the cgm readings. This complaint is being reported because the reported health event was attributed to a device use error.